Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was in the range of 250 mg/dl to 300 mg/dl. Customer was treated with manual injection for high blood glucose. Customer declined to troubleshoot for infusion flow block issue. The customer was advised to "discontinued" the insulin pump and revert to backup plan. The device will be returned for analysis. Frn-mmt-unk, unomed set.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.(B)(4).